Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted.

Event description:
Customer states that there was a 911 call for their high bgs. Bg at time of 911 call was: 600+. Customer was wearing the pump at the time of 911 call. Customer was in an accident and was the driver. Nothing further was reporte.